Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This pacemaker is expected to return for analysis.